Event description:
A customer contacted beckman coulter inc., (bci) regarding an erroneous high, with no instrument generated flags, hemoglobin (hgb) result generated by the coulter lh 750 analyzer for one patient. The result was reported out of the lab. The specimen was re-tested on a different instrument and obtained hgb result was lower which the customer considered correct. A corrected report was sent out. There was no change to patient treatment, no death or serious injury associated with this event.

Manufacturer narrative:
The specimen was collected in a greiner edta tube. Qc was performed before the event and recovered within assay limits. A field service engineer (fse) was dispatched and replaced multiple parts. A clear root cause for this event has not been determined.